Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that the cement had leaked outside the pedicle after the operation. The patient alleged a slight pain one day after the operation. It was planned to perform a revision surgery to remove only the cement that came out at a later date. Patient issue has not resolved yet but it is expected to resolve after the revision surgery.